Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram and ic were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a checksum error message. With this error, the system would not boot up, resulting in a total loss of imaging functionality. There is no report of injury or death associated with this event.